Event description:
The customer observed architect i2000 analyzer error code 5102 (unable to process test, failure cmia reader) and error code 6000 (zero read detected). When the customer recycled the power to the analyzer, the error disappeared. When the error recurred, the customer checked for leaks on the trigger and pretrigger valves, and performed an optics background check. The customer totally emptied the reaction vessels (rv) from the analyzer and background values were below 60. The current lots of rv's the customer has in use were replacing problematic lot 69208r100, which generated error code 1007 (unable to process test, activated read failure). The customer had discarded all of lot 69208p100 rv's, however, the customer believed it was possible that some of the suspect lot were still in the instrument when the errors occurred. The customer stated the instrument was working per specifications. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products and therapy dates: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.